Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon eval, the c9 component (150uf tantalum capacitor) was shorted. The cause of the inability to power on is excessive current draw. The cause of the excessive current draw is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the shorted capacitor. The pt received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support for an unrelated issue. During servicing of the monitor, a reportable problem was discovered. The monitor would not power on. The pt's monitor was replaced.